Manufacturer narrative:
Email is: (B)(6). One device sample was received without the original packaging. Five (5) photos were included for evaluation; photos show a tear in the breathing bag. Per visual inspection, it was possible to detect a tear in the breathing bag. A leak test was performed, and a leak was detected during the test; the complaint was confirmed. Based on the analysis conducted a root cause could not be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Notification was made to the supplier for the issue.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI number is unknown; no information has been provided to date. G5: 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, a leak in the anesthesia bag was suspected.